Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was a pinhole in the balloon of the catheter. The exact point is unknown. Per additional information from the investigator via email 19-feb-2020; upon evaluation of the sample, a hole was noted over the drainage lumen of the catheter.

Manufacturer narrative:
The reported issue was confirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with an attached sample port connector and cut portion of inlet tubing. Visual inspection noted a hole appeared to be on the shaft of the catheter. The catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution with no cuffing noted. The drainage lumen was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) which immediately leaked from a hole (0.017") in the drainage lumen 0.4565" from the trifurcation. This was confirmed to be manufacturing-related, as the pinhole is within 0.5" of the trifurcation. Active length of the catheter balloon was measured (0.6920") and found to be within specification (0.6" - 0.9"). The catheter was confirmed to be 14 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a pinhole in the balloon of the catheter. The exact point was unknown.